Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.

Event description:
It was reported that the patient experienced a cerebral vascular accident and implant movement occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device & delivery system (wds) was successfully implanted on (B)(6) 2023. The patient was discharged. The patient had a routine 45-day follow up transesophageal echocardiography (tee) and the device was noted to have shifted proximally. The physician chose to wait to intervene at this time. In (B)(6) 2025, the patient was admitted to the hospital with a stroke. The physician is contemplating extracting the closure device.